Event description:
It was reported the sys had an intermittent camera error message. This message likely resulted in a loss of a live image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.